Event description:
I had a right hip revision surgery to repair a failed depuy pinnacle hip implant with ultamet liner which was initially implanted on (B)(6) 2006. I had metallosis noted during revision surgery. About four weeks after my revision surgery, I heard a loud popping sound and my hip dislocated from my revision surgery in 2012. I have had pain both before the revision and now after the revision surgery.